Event description:
It was reported that the valve was explanted after an implant duration of approximately 9 years due to prosthetic aortic valve stenosis. It was identified, through review of source documentation provided, that the patient presented with high gradients requiring redo-aortic valve replacement. The explanted device was replaced with another edwards bioprosthetic valve. There were no adverse patent effects as a result of the replacement. The bioprosthetic valve will not be returned for evaluation.

Manufacturer narrative:
There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. There is insufficient information to conclusively determine the root cause for the reported stenosis. No further actions are possible with the available information.